Manufacturer narrative:
Upon inspection, the baxter technician found the actuator needed to be replaced. Liko m220 and m230 mobile lifts are easy-to-use mobile lifts primarily intended for use in nursing homes. Both models are excellent aids for daily transfers of adults and children; for instance, for transfers to and from a wheelchair, toilet and floor. The models differ in the way the base width is adjusted while both lifts feature an electric lift mechanism. Liko m230 mobile lift has an electric base and liko m220 mobile lift a manual base for opening and closing the legs. The baxter technician replaced the actuator to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if a patient fall during transfer were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
On 30-dec-2025, a customer contacted technical service to report that liko m230 (product code 2050015, serial number (B)(6)), had patient being transferred from a wheelchair to a bed using a personal lift when the battery ran out and made patient fall onto the bed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.